Event description:
In 2007, a clinical incident involving a arthrocare cavity wand and an arthrocare t-grip needle was reported to arthrocare. Following a vertebroplasty with coblation procedure, the pt was reported as completely paralyzed below waist. It was reported that the arthrocare cavity wand and arthrocare t-grip needle had functioned properly during the surgery and there were no reported problems during the procedure. In 2008, the physician was contacted for pt status. The pt's condition of paralysis has not changed and the pt will require rehabilitation treatment.

Manufacturer narrative:
The device was not returned by the user facility for investigation. The user facility reported there were no problems associated with the use device for this report. There are no other similar reports for this device. Two devices, 11 gauge cavity spinewand (catalog no. Kp-cav-7700-01) and 11 gauge, t-grip access needles (catalog no. Kp-tgn-11), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2007-00097 and 2951580-2007-00098.